Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, the chemosite or implantable port did not break, the lens did not disengage and the seal was not damaged. It was stated that the stapler was difficult to pass through the 12 millimeter trocar. It was reported that this resulted in unintended gastrostomy to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.